Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro. The pa stated that he thought the vh3500 energy is different than the vh3000 and he didn¿t like it. He said the device seems quicker to activate the energy and without the toggle click like on the vh3000, he doesn¿t really know when the energy is activated. Staff made it seem like it was a product failure but it appears that is not the case. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro. The pa stated that he thought the vh3500 energy is different than the vh3000 and he didn¿t like it. He said the device seems quicker to activate the energy and without the toggle click like on the vh3000, he doesn¿t really know when the energy is activated. Staff made it seem like it was a product failure but it appears that is not the case. No patient involvement.

Manufacturer narrative:
Updated sections: g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Trackwise#: (B)(4). The device was returned to the factory on 05/16/2019 for evaluation and investigated on 10/17/2019. Although it was reported by the complainant that the event occurred during preparation, signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be flexed away from the center of the hot jaw and slightly twisted . The heater wire was detached at the tip but remained attached at the base of the hot jaw. The silicone insulation was observed to be cracked from the center down to the base of the hot jaw. The silicone insulation was observed to be cracked and peeled with a small piece of detachment at the center of the cold jaw. The detached silicone was not returned for evaluation. It was also observed that the inner jaw silicone insulation was yellowish/brown in color on the cold jaw. An electrical evaluation was conducted. A pre-cautery test also was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Although, no reported failure was provided based on the condition of the device as returned and the results of the evaluation, the analyzed failure modes "material twisted/bent; wire" and "peeled jaw" were confirmed.